Event description:
During air travel, I suffered low blood sugars while at high altitudes. I made sure I had eaten properly and had everything under control. On the flight, my wife recognized my low and takes care of me. On the return trip the same thing happened and this time my wife with the assistance of the flight attendant assists me in eating. My blood sugars according to my insulin pump were all above the normal ranges. This was a bazaar occurrence for me especially since I had made such an effort to assure this would not happen. I was encouraged to contact you because of the medtronic voluntary recall on lot 8 infusions sets. Diagnosis or reason for use: diabetes.